Event description:
A discordant high sodium (na) result was obtained on an advia 1800 instrument. The result was flagged as high and automatically repeated on the same instrument. The repeated result was in the normal range and only this result was reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause for the discordant sodium result to be in the electrode that has been in use since (B)(6) 2012. Per siemens product labeling, the sodium electrode is warranted up to 30,000 samples, for 3 months from the time the electrode was placed on the system or until the expiration date stamped on the electrode box, whichever occurs first. This warranty is not applicable to dialysis samples, samples left at room temp longer than 24 hours after blood collection or samples that are decomposed. The fse changed all the electrodes. The instrument is performing within the specifications. Further evaluation of the device is not required.